Event description:
It was reported that the small parts came loose from holder making it difficult to put on patient when bagging patient in critical situations. There was patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9616567-2025-00038-00. The date of that submission was 06-may-2025. H3: 29 unused samples were received for evaluation. The device history review of the reported lot number found no non-conformities during the manufacturing process. Visual and functional tests were performed. The customer's stated problem was not confirmed. There were no small loose parts found. There was no known cause of the reported issue, and no further action was taken.